Event description:
Conmed japan reported on behalf of the customer that the device ias12-100lpi, airseal 12/100mm lpi port, was being used on (B)(6) 2023 during a robot-assisted low anterior resection procedure when it was reported ¿the tip of trocar was cracked and the detached debris fell off into the patient body. However, it was retrieved using the forcep. A stapler and forceps were taken in and out from the as trocar¿. The procedure was completed with the use of the same alternate device. There was no report of injury, medical intervention, or hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Manufacturer narrative:
Received one ias12-100lpi in unoriginal package. Lot number was not able to be verified. Performed a visual inspection, the complaint was confirmed. The tip of the trocar was chipped. While a root cause cannot be determined, however, based on engineering input, the likely cause is that the robotic instrument inside of the trocar, deployed prematurely, thereby putting significant force on the walls of the plastic cannula causing the fragmentation. A two-year lot history review cannot be conducted as a lot number was not provided. A device history review cannot be conducted as a lot number was not provided.(B)(4). Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs- do not use excessive downward force. Once partial entry has been accomplished, very little force is required to complete entry. Excessive force may cause injury to underlying anatomic structures. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the device ias12-100lpi, airseal 12/100mm lpi port, was being used on (B)(6) 2023 during a robot-assisted low anterior resection procedure when it was reported ¿the tip of trocar was cracked and the detached debris fell off into the patient body. However, it was retrieved using the forcep. A stapler and forceps were taken in and out from the as trocar.¿. The procedure was completed with the use of the same alternate device. There was no report of injury, medical intervention, or hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.